Manufacturer narrative:
Correction information was provided in d.4. Product UDI has been updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in a clear plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced almost to the depth guard and is advanced under the lens. The lens is advanced just past the lens bay and is crushed. We are unable to determine the root cause for the reported complaint plunger did not advance a lens and the iol was clogged inside the cartridge. Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high greater than 23 degree centigrade or 73 degree fahrenheit lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, the plunger did not advance a lens and the intraocular lens was clogged inside the cartridge. The procedure was completed with replacement lens. Additional information was requested.